Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep the control module gave a blue cable error in the middle of sampling and stopped working. The customer removed the blue cable and found the white dc motor adapter had broken.